Event description:
The customer reported the system is displaying error code 405. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse on the head sensor pcb. System operates as intended. This MDR is related to ge healthcare (B)(4).